Event description:
Information received that the brakes were not holding properly. No injury reported.

Manufacturer narrative:
Unit was stored in back hall emergency room dept. Technician found the brakes were holding when locked, but would swivel. Replaced head end brake casters to resolve this issue.